Event description:
Additional information was received from the manufacturing representative (rep) via the patient and it was reported that the patient's ins will change intensity or go to zero intensity while walking. Reviewed adaptive stim is programmed. Patient has two groups programmed and primarily uses group a. Group a positions are all set except for lying back. Group b positions are not completely set. The rep will work on finalizing the adaptive stim programming. Requested patient turn off adaptive stim if she believes this is still occurring after the reprogramming and educating.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having problems with their stimulator. They stated that starting this week they will be walking and suddenly, their stimulation will turn on or off and change intensities. They mentioned that the stimulation will go high and low, and added that this can happen when they are sitting too. The patient stated that this happens randomly, and they have not had any recent falls. They mentioned that they have adaptive stimulation programmed, but the issue does not happen when they are changing positions, and that this issue is ¿different¿ than their adaptive stimulation. The patient stated that when the stimulation turns on or off, they have to turn it back on using the controller. The patient was redirected to their healthcare provider. 2020-09-08 rtg0079358 (rep, con): additional information was received from the manufacturing representative (rep) via the patient and it was reported that the patient's ins will change intensity or go to zero intensity while walking. Reviewed adaptive stim is programmed. Patient has two groups programmed and primarily uses group a. Group a positions are all set except for lying back. Group b positions are not completely set. The rep will work on finalizing the adaptive stim programming. Requested patient turn off adaptive stim if she believes this is still occurring after the reprogramming and educating. 2020-09-14 email (rep) additional information was received from the manufacturer representative who responded back from follow up sent to them. Rep reported that the change in the stim was due to the adaptive stim. Patient needed more stim in certain positions. Rep reported they adjusted the adaptive stim intensity and changed the angles. Issue is resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having problems with their stimulator. They stated that starting this week they will be walking and suddenly, their stimulation will turn on or off and change intensities. They mentioned that the stimulation will go high and low, and added that this can happen when they are sitting too. The patient stated that this happens randomly, and they have not had any recent falls. They mentioned that they have adaptive stimulation programmed, but the issue does not happen when they are changing positions, and that this issue is ¿different¿ than their adaptive stimulation. The patient stated that when the stimulation turns on or off, they have to turn it back on using the controller. The patient was redirected to their healthcare provider.